Manufacturer narrative:
No device malfunction has been identified. No specific lot information was available. Information provided by the physician to vp of medical affairs has not suggested any probable correlation between any device and the patient's meningitis. The event did not meet MDR criteria, however due to the seriousness of the event, this medwatch is being provided for informative purposes. We will continue to update the file with any additional information and provide subsequent reports if required.

Event description:
A patient death occurred on (B)(6) 2011, following sinus surgery on (B)(6) 2011. Company's awareness of the event was (B)(6) 2012. The physician stated that all devices performed as anticipated and with no difficulty. Following use of devices, a bilateral ethmoidectomy was performed with a another company's micro shaver. The results were good, and the patient was released the same day. On (B)(6) 2011, the patient complained of forehead pain and was advised to come in to the hospital on (B)(6) 2011. Spinal fluid culture revealed streptococcus pneumonia and the patient was diagnosed with bacterial meningitis. A head CT scan did not reveal any free air around the brain and no breach of fluid could be seen in the sinus roof. In spite of aggressive medical management, the meningitis was overwhelming and the patient expired the following day, (B)(6) 2011. The event is not believed to be associated with any device(s).